Manufacturer narrative:
During inspection of the alinity I (B)(6) , service determined the wash zone probe and alinity I probe tub wash required replacement, which resolved the customer issue. A review of the service history for the alinity I (B)(6) concluded that no additional discrepant results were reported after this event was identified. Tracking and trending was reviewed for the alinity I processing module and no trend was identified associated with the customer issue. Tracking and trending was also reviewed for the wash zone probe and the alinity I probe tub wash parts which also did not identify any trends. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and sufficiently addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the wash zone probe, alinity I probe tub wash, or the alinity I processing module sn (B)(6) .

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported discrepant results for the alinity I (B)(6) assay between serum and plasma samples. Serum sample on 5/11: sid (B)(6): 1.74 s/co, 1.46 s/co and 1.72 s/co (reactive). Repeated on plasma on 5/12 = 0.28 s/co, 0.27 s/co (nonreactive). Serum sample repeated on 5/12 on another instrument: 0.13 s/co (nonreactive). Serum sample on 5/11: sid (B)(6): 1.05 s/co, 1.25 s/co and 1.02 s/co (reactive). Repeated on plasma on 5/12 = 0.29 s/co, 0.22 s/co and 0.22 s/co (nonreactive). Service replaced the washzone probes and manifolds. Both serum samples that generated discrepant results previously generated nonreactive results after service was performed. No adverse impact to patient management was reported.